Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 3.5 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that an active motor stall was seen at initial interrogation. The patient had not recently had an MRI. There were no symptoms reported. The event date was noted to be ¿saturday or sunday/over the weekend¿ from (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that a dye study, interrogation, and pump replacement occurred. The cause of the motor stall was unknown as results were not provided yet. The motor stall had been resolved.